Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported that the oxygen percentages were not within specifications. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31oct2019. The customer troubleshot with tech support over the phone. The customer replaced the air/o2 flow sensor assembly to address the issue. The issue was resolved, the device was tested, and the device now functions as intended.